Manufacturer narrative:
The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that their implantable cardioverter defibrillator (ICD) was over-sensing crosstalk. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout the procedure.